Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no initial calibration occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of no initial calibration. The root cause was determined to be signal loss during warm-up. The reported issue of no initial calibration is reportable based on the finding of permanent connection loss.